Event description:
It was reported that black particles were found in the bd luer-lok¿ syringe. The following information was provided by the initial reporter, translated from dutch to english: "we regularly detect (mostly black) particles stuck to the inside of the syringes. We cannot have added these ourselves."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2021. H.6. Investigation: four samples received at bd vernon hills facility. Photos has been taken and sent to canaan plant for visual evaluation and sample sent to bd franklin lakes facility for fourier transform infrared spectroscopy analysis. Four photos were received and evaluated. One photo was of a syringe of unknown size and production location, and three photos were of 3ml (p/n 301073) syringes. One photo showed a 3ml syringe filled with an unknown medication and customer attached tip cap. A small particulate of black foreign matter could be seen outside of the print area near the 1.5ml grad line. One photo showed another filled 3ml syringe with a similar particulate of black foreign matter near the 3ml grad line outside of the print area. One photo showed another filled 3ml syringe with a similar particulate between the one and 1.5ml grad lines in the print area. It could not be confirmed if this foreign matter was embedded, loose in the fluid path, or outside of the fluid path from the photos, nor could the size of the foreign matter be determined. Fourier transform infrared spectroscopy analysis was performed on the dark material embedded in the barrel. The spectral analysis shows that this material is most likely sodium acetate. During interview of the process engineer, it was noted that the particles appeared to be degraded plastic embedded in the barrel. However, it was unknown as to where sodium acetate would present itself in the molding process as it is not a component listed on resin specification. It is unknown if sodium acetate was present in any fluid that was in the syringe that may or may not have influenced fourier transform infrared spectroscopy results. Potential root cause for the foreign matter defect is unknown. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black particles were found in the bd luer-lok¿ syringe. The following information was provided by the initial reporter, translated from dutch to english: "we regularly detect (mostly black) particles stuck to the inside of the syringes. We cannot have added these ourselves."